Event description:
It was reported that the caller was updating time, personal profile, or biq/ciq settings, including sleep schedules. The customer's blood glucose level was displayed as "low." The customer consumed glucose tablets to address the low level and did not require assistance from a third party. Technical support assisted the caller with updating the correction factor setting and advised checking in with the healthcare provider whenever settings are updated, which the caller acknowledged.